Event description:
The facility is reporting that while an attempt was made to perform routine patient monitoring with the device through a 3-lead patient cable, the device monitor displayed three dashes and no ECG. According to the reporter a spare cable which was carried by the crew was used to continue monitoring with no adverse affects to the patient.